Event description:
A customer reported bubbles were observed coming from the cutter during a vitrectomy procedure. The case was completed without harm to the pt.

Manufacturer narrative:
The used returned probe line was visually inspected and no obvious defects were found. The rfid connectors on the probe line were tested using the rfid pneu tester. The probe and rfid was able to be read correctly and was within specification per the drawing. No cracks or occlusion was observed in the tubing insertion to the probe engine barbs. Replacing the missing components with lab stock, a console, representing current software versions, was used to test the sample. The led rings on the console illuminated green color and remained green until the connectors were removed, which indicated that the probe drive line connectors were able to communicate to the rfid boards of the console. The sample could prime successfully. The value of 120mmhg proportional reflux, 5000cpm cut rate displayed on the progress bar. No bubble was observed from the tip of the probe during testing. Fluid was able to flow from the bss bottle to the drain bag. No message codes appeared on the screen of the console. Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no additional complaints reported against the finish goods lot and the DHR shows the product was released per specifications. The root cause of the customer's complaint is not known; the returned sample met specifications.(B)(4).